Manufacturer narrative:
D10 concomitant products: unk-sigadapt, unknown signia egia adapter, (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, when the reload was connected to the powered stapler and the pre-use tests were performed, when articulating the reload, it made a click and disconnected from the stapler. No component fell into the cavity of the patient. To resolve the issue, the product was replaced with another unit from a different lot. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload had a full complement of staples. The proximal end of the reload adapter was broken. A review of the system logs showed due to the noted damage, functional testing was precluded. It was reported that the instrument made strange noise and the loading unit was disengaged. The reported issues were confirmed. The most likely cause could not be established from the information available. This issue may occur due to over flexure of the reload while attached to the instrument; however, the root cause of the damaged adapter cannot be reliably established. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.